Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the bleed cannot be determined since insufficient clinical details were provided.

Event description:
The field representative responded that the peel-away introducer was still in place at the time of the reported event. No further information was available regarding if any interventions were performed in relation to bleeding. Clinical narrative: an impella cp device was inserted into the right femoral artery in a 49-year-old male patient with a past medical history of diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was oozing around the sheath and other access sites. The physician was aware, no intervention orders given. While the patient was in the intensive care unit (ICU), the patient experienced ventricular tachycardia (vt), with a dropping blood pressure and heart rate. Lidocaine IV and albumin 250ml's were given, which resolved the issue. The patient was transferred to another hospital for a higher level of care. After three days and 21 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.7 l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, and hemodynamic instability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.